Manufacturer narrative:
S.w version 4.11e. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the display found on (B)(6) 2021. Pump was received with 2 lines coming from top to bottom of the pump display. Pump was received with a missing segments/partial display. Pump failed the self test due to missing segments/partial display. Pump passed the displacement test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a cracked lcd glass at chip ledge on pcba 1. Corrosion was found on the vibrator assembly noted. No moisture damage found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ the original pcba1 was installed in a test lcd board and original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. No missing segments/partial display noted. Missing segments/partial display was confirmed, due to a cracked lcd glass at chip ledge on pcba 1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A cracked retainer was confirmed. Cosmetic damage at the pump display was confirmed. Missing segments/partial display was confirmed, due to a cracked lcd glass at chip ledge on pcba 1. During visual inspection, corrosion was found on the vibrator assembly noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.